Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had alarmed button error. The customer's blood glucose was 234 mg/dl. It is unknown if troubleshooting was performed the customer agreed to return the device for analysis.